Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage test were performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked platelets from the distal port of the tubing closet to the patient. The port was capped and the infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.